Manufacturer narrative:
Photographs, visual inspection, and info provided by (B)(6), the only potential source of oxygen ignition was either a cigarette or lighter at the pt end of the nasal cannula. The fire melted the plastic nasal cannula tubing from the pt, to the pillow, to the mattress, to the bed frame, to the floor, and finally to the oxygen concentrator. When plastic oxygen tubing is ignited, it only can burn in one direction, back to the source of oxygen, in this case the oxygen concentrator. Given the nurse first saw flames at the pt's face and all the evidence from the fire scene, the newlife oxygen concentrator was not the cause of this fire.

Event description:
Pt was in bed while using an oxygen concentrator. Nurse saw flames at the nasal cannula and pt's face. Pt may have been smoking in room; cigarettes and lighter found next to her bed. Pt was taken to hospital.